Event description:
It was reported that a remote merlin.net transmission revealed noise on the atrial lead. The patient would be monitored with routine follow-up by the physician.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.